Event description:
2 years post op to a shoulder repair, the surgeon had x-rays taken of the operation sight as a matter of course in their follow up examination. They state that they detect some osteolysis in the area of the glenoid. They believe that the most likely cause is the 2 bloknotless anchors, lot numbers unknown. The surgeon further states that the patient is doing well and does not have any adverse effects.